Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced unexpected insulin delivery from an ilet pump, noting that announcing a less than meal resulted in approximately 8 units of insulin and subsequent low blood glucose. Symptoms included hypoglycemia with a reported glucose of 54 mg/dl. Outcomes included self-treatment with oral carbohydrates and resolution without medical intervention or hospitalization. Investigation included customer support review, troubleshooting, and education with consideration for a pump reset. Investigation of this case revealed the cause to be unclear, with no device alerts or alarms reported and no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unable to be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.